Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip and cracked battery tube threads, the test infusion set and reservoir does not lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the parts of the reservoir compartment were breaking away. There was physical damage to the insulin pump reservoir lip ring. The troubleshooting was performed for damage and found that the reservoir was currently locking in place and insulin pump was working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.